Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that there was a break in the haptic during the implantation process, leading to the removal of the initial intraocular lens and subsequent replacement with a secondary intraocular lens. Additional information was requested